Event description:
It was reported that the patient was feeling as though they are less able to be active. It was further reported that the right atrial (ra) lead exhibited over-sensing on the t-wave and other sensing issues. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling as though they are less able to be active. It was further reported that the right atrial (ra) lead exhibited over-sensing on the t-wave and other sensing issues. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.